Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touch screen calibration failure. Reportedly, the bottom portion of touch screen was inoperable. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 27mar2019. A touch screen user interface assembly was return for analysis. An investigation was performed and the root cause was isolated to the touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.